Event description:
Reporting status: malfunction. Reporting rationale: analysis of returned device revealed a guide wire separation. Device issue: guide wire separatiion. It was reported that the guide wire did not cross the lesion while another guide wire did. This is being reported based on the analysis of the returned product which revealed the guide wire core was separated. No additiional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis of the returned guidewire found the guide wire to be returned with blood and contrast on the coating. The distal 5cm of the tip was in a corkscrew shape. The coating was torn 3.2 cm proximal to the tip showing the coils underneath. The core was separated and could not be seen through the torn coating. Due to the damage to the coating and the separated core, there was no dimensional or functional testing performed. The guidewire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due ot this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described, but the sem shows the failure mode was from bending overload. It is most likely that in the reported attempt to cross, the guide wire fractured, in this case, the root cause appears to be from circumstances during the procedure, but the cause is unknown due to the limited incident information. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.